Manufacturer narrative:
Device had unresponsive buttons due to flattened middle , left buttons dome switch. Unable to perform displacement and self tests due to the keypad anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump buttons was not responding as designed. Customer stated that only right and down arrow buttons was responding. Customer reported that there was no change in the attitude. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.